Manufacturer narrative:
This report is filed may 26, 2014.

Event description:
Per the clinic, the patient experienced a performance decrement and pain with stimulation. Reprogramming attempts were made; however, the issue could not be resolved.the device was explanted (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4): device not yet received by manufacturer.